Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering of insulin. Customer blood glucose was 80 mg/dl at the time of incident. Customer current blood glucose was 171 mg/dl. Customer was treated with glucose tablets for low blood glucose. Customer alleged that the insulin pump was over delivering due to that they were waking up with low blood glucose despite going to bed with an elevated blood glucose. No harm requiring medical intervention was reported. The insulin pump and reservoir will be returned for the analysis.

Manufacturer narrative:
Retainer ring = black. On january 26, 2022, the customer alleged was for low blood glucose due to over delivery anomaly. The test p-cap locks properly in place in the reservoir compartment noted. Insulin pump received with pillowing keypad overlay, cracked keypad overlay and keypad overlay texture damage during the visual inspection. Thus and carelink was utilized and downloaded trace/history files properly. Insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.0870. Confirmed 10.7 units of normal bolus were delivered on 01/26/2022 between 00:00:49.000 and 23:55:31.000. Unable to confirm low blood glucose's. Insulin pump was cut open to perform visual inspection and found moisture damage on the motor assembly. In summary, pump passed all required testing. Unable to verify customer alleged for low blood glucose or possible over delivery anomaly. Moisture damage confirmed on the motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.